Event description:
The customer reported that the 840 ventilator had blank screen. No patient involvement. Covidien inspected the device and replaced the graphical user interface (gui) pcb. The device passed all testing.